Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin drops during the fill tubing process. Customer's blood glucose was approximately 350 mg/dl. Reportedly, customer loaded a new cartridge and was able to resume insulin delivery.